Event description:
Ruptured/deflated right breast implant. Left breast implant ruptured with explantaion. Both implants returned to mentor and mentor replaced.

Event description:
Ruptured/ deflated right breast implant. Left breast implant ruptured with explantation. Both implants returned to mentor and mentor replaced.